Manufacturer narrative:
The lightheads subject of the reported event are being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure their alyon dual light began "flickering." The procedure was completed successfully. No report of injury.